Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent graft was implanted in a patient for the endovascular treatment of an unknown size thoracic type b dissection. It was reported that approximately 23 days post index procedure, rtad dissection occurred. It was stated that a total arch replacement was performed emergently. It was reported that a tear of approximately 1cm from the proximal end of the device was found. The valiant navion stent graft was partially explanted. As per the physician, the cause of the event could not be determined, but it was stated that it could be possible due to oversized. No additional clinical sequalae were provided and the patient will be monitored.